Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. The field service engineer inspected enhanced half height drawer 5.2 in the auxiliary cabinet, tightened the slide rails and performed preventative maintenance to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the cubie pocket was failed. The customer stated that this malfunction caused a delay and the user managed to get medication from another drawer. There were no adverse events or injuries reported based on this incident.